Event description:
It was reported the epg (external pulse generator) has broken covers and tabs for the rapid atrial pacing cover and a side crack. The epg was returned for repair. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The upper/lower case halves and the high rate cover were broken. The interconnect flex was also found to be mechanically out of specification; it was formed wrong.